Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A certified technician reported that 5 months after an intraocular lens (iol) was implanted, it was exchanged for another lens of same model but 1.5 diopters different lens power. The event was indicated to be an unexpected refractive outcome. Additional information was requested.